Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex deflectable videoscope image had an axis misalignment. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h3; h6; h11 the device was returned to olympus for inspection and the reported failure confirmed, the image was distorted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a electrical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.